Manufacturer narrative:
Device analysis: microscopic visual inspection of infusion catheter (ic) showed cracking on the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer, where the cracking was present. The coolant port did not leak. The reported event of leaking was confirmed from the drug port, but not the coolant. Additionally, it was found that the device had cracks in the coolant and drug port luers.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 135x50cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications.

Event description:
It was reported that the ekos device was leaking from both connectors during use. An ekos endovascular device, 135x50cm was selected for use. During the procedure, it was observed that the ekos device was leaking from both the drug and coolant connectors. It was not reported how the procedure was completed. There were no reported patient complications.